Event description:
Subsequent to the initial MDR, a correction was updated on 12/17/2025. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported an unspecified sensor issue occurred. The patient reported being hospitalized twice during the current year. The first hospitalization was unrelated to the dexcom device. However, the patient stated that the second hospitalization was associated with the dexcom device. At the time of the reported event, the patient was also using a beta bionics ilet insulin pump. No additional details regarding the event were provided, as the patient indicated she was ¿not thinking clearly¿ during the call. The patient requested not to be contacted by dexcom and stated she would follow up independently. To date, no return call has been received from the patient. Consequently, no further patient or event information is available. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.